Event description:
While giving an injection to the pt using the suspect medical device, the needle broke at the hub and remained in pt's mouth. Dentist was unable to remove the needle, and the pt was referred to an oral surgeon who then removed the needle.

Manufacturer narrative:
Conclusion: all the cannulas used by sofic to manufacture these needles were delivered to us with a certificate of compliance with the iso (B)(4) standard. None among the 20 needles tested at 45 degrees broke. Five needles out of 20 tested at 90 degrees broke. We can note that the needle incriminated broke at the hub. The breaking of the cannula may be due to excessive bending of the needle before use, without warnings on the box being respected. Besides another cause of the problem may be the size of the needle, which may not be adapted to the type of injection performed by the dentist. No corrective action is settled as the problem is not due to a manufacturing fault.